Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The medical records provided indicate the patient experienced pain, erosion and adhesions. Adhesions are listed as a known adverse reaction in the instructions-for-use. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. With the current information no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2005 - the patient was diagnosed with cystocele and sui. The patient underwent anterior/posterior colporrhaphy with implant of a davol flat mesh, bladder neck suspension and an obturator sling procedure with implant of a non-bard davol mesh sling. No operative details provided for this procedure. On (B)(6) 2006 - the patient was diagnosed with erosion of the non-bard davol obturator tape and underwent removal of the non-bard davol tape mesh. No mention or visualization of the davol flat mesh. On (B)(6) 2010 - the patient had an md office exam with progress notes indicating "vaginal apex descends to 4cm above the introitus and there is an erosion of mesh (davol flat) to the left lateral side of the midline of the anterior vaginal wall approximately 3cm from the introitus. There is extreme pain on palpation." Per the md impression "has postsurgical recurrent cystocele, enterocele and mesh erosion." On (B)(6) 2010 - the patient underwent removal of eroding davol flat mesh and placement of a suprapubic catheter. No operative report details were provided. On (B)(6) 2011 - the patient had an md office exam with complaints of vaginal burning, occasional loss of urine with cough, laugh, sneeze, nocturia and pain in the inguinal area on the left and ride sides. Patient's pelvic exam confirmed the previous findings of a cystocele to the introitus. On (B)(6) 2011 - patient underwent a cystourethroscopy in the md office due to pain in the vagina and left lower and left middle quadrant. The cystoscopy confirmed "no evidence of injury to bladder urethra or ureters. No polyps, tumors, diverticulum, or stones were seen. No erosions were noted. She did experience some urethral pain during insertion of the cystoscope, but her overall description of where her is pain is related in the abdomen is unrelated to any of her previous mesh procedures." On (B)(6) 2011 - the patient underwent extensive lysis of adhesions, abdominal sacrocolpopexy with implant of a non-davol "alyte y-mesh," cystourethroscopy and placement of an on-q pain pump. On (B)(6) 2011 - patient had an md postop office exam wih complaints of vaginal burning, incisional pain and back pain, however the md noted "her vagina demonstrates no evidence of recurrence or erosion with excellent support of anterior-posterior wall as well as apex."